Event description:
Reporter called to inform the FDA that she ordered a momcozy breast pump from amazon.com. When the pump arrived, there was noticeable tampering of the device which indicated previous use that included: torn packaging of all components, fingerprints and smudges on the device flanges, hair on the device, dried breast milk residue and indications of bacterial growth. Reporter contacted the manufacturer and subsequently, had the device replaced with a new and unused breast pump. Caller wanted to report this incident as it is a public health issue that sellers are not properly examining or undertaking quality control of returned products that can result in serious health consequences for consumers.